Event description:
(B)(4).

Manufacturer narrative:
A expiratory printed circuit board has been received for investigation but the investigation has not been performed yet. A supplemental medwatch will be provided when investigation is finished. (B)(4).